Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. The customer stated that they noticed a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. P-cap or reservoir locks properly into place. Blank display due to moisture damage on pcb 1. After swapping pcb 1 with a test board, device powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, missing display window cover, broken battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.